Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with an unknown amount of insulin. There was no reported impact to the customer's blood glucose. Reportedly, the customer changed the cartridge and resumed insulin delivery.

Manufacturer narrative:
It was reported the customer received multiple minimum fill notifications across multiple cartridges after fill them with an unknown amount of insulin.